Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating on the outer surface of the jaw had partially come off. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during laparoscopic distal gastrectomy (ldg). It was reported that seal & cut short circuit errors occurred in seal & cut activation after one or two hours of use. It was reported that the device was replaced to another same device and the intended procedure was completed. It was reported that there was no patient injury. Olympus medical systems corp. (Omsc) received device. And as a result of omsc's investigation on april 11, 2016, it was found that the coating on the outer surface of the jaw had partially come off. And it was not reported that the fragment of the coating fell into the patient. This is the report regarding the coating damage. Please cross-reference the following report about the tissue pad damage: 8010047-2016-00566.